Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for roche elecsys troponin t hs (high sensitive) stat - tnths stat on an e411 analyzer. The erroneous result was not reported outside of the laboratory. It was noted that the tube used for testing had an outer diameter of 11mm and an inner diameter of approximately 10mm. Both levels of control were said to be within range. The sample initially resulted as 16.01 pg/ml. The sample was repeated, resulting as 7181 pg/ml. The patient was not adversely affected. The tnths stat reagent lot number was 138684. The reagent expiration date was asked for, but not provided. It was noted during preliminary investigations that the used tube was an improper tube type which is not specified for use on the analyzer and can be considered a likely root cause to the issue.

Manufacturer narrative:
A specific root cause could not be determined. Additional information required for further investigation was requested but not provided. Based upon the information provided, the customer was using tubes with an inner diameter that is not suitable for use on the analyzer. This may cause the tube to tilt in the rack which may cause pipetting issues. Use of these tubes, in combination with a mis-adjusted sample probe and/or liquid adhering to the tube wall also creates a risk for pipetting issues. A general reagent issue was excluded.